Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported incorrect monitor units for monaco 3d plan. Based on the available information there have been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. If the error was not detected it could result in serious injury or serious adverse health consequences. When using mu weighting mode, if the user changes the physician's intent prescription dose first and then the number of fractions, the mu is scaled incorrectly. If the monitor units are not correct, the patient will be incorrectly treated. This could be an overdose or underdose and could be in excess of 5%. It was improbable that critical harm would occur. The functionality described in this defect was implemented in release 5.0 and the customer has now upgraded to version 5.11.02. The customer has also stated that no patient mistreatment's have occurred as the potential would be picked up during the planning workflow.